Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage, stenosis, occlusion, dissection, pseudoaneurysm, infection, and perforation are listed in the proglide instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the information reported through the research article, a conclusive cause for the reported failure for the reported backwall stitch and device entrapment could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention, surgical intervention and medication required was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: "successfully managed access-site complication was not associated with worse outcome after percutaneous transfemoral transcatheter aortic valve implantation: up-to-date insights from the ocean-tavi registry."

Event description:
It was reported through a research article identifying proglide devices that may be related to the following patient outcomes: device issues such as back wall stitch and stuck device which led to patient effects such as bleeding, stenosis, occlusion, dissection, pseudoaneurysm, infection, perforation. Possible treatments consisted of medication, stent implantation, ballooning, and surgery. Specific patient information is documented as unknown. Details are listed in the attached article, titled "successfully managed access-site complication was not associated with worse outcome after percutaneous transfemoral transcatheter aortic valve implantation: up-to-date insights from the ocean-tavi registry".